Event description:
Patient right head siderail won't latch.

Manufacturer narrative:
Technician found the siderail won't latch unless you hold the release lever. When the siderail is latched it stays latched. The siderail latch was worn out. The technician replaced the siderail latch.